Event description:
It was reported that a resolute integrity rx stent was being used to treat an excessively tortuous lesion located in the lad that exhibited 90% stenosis with severe calcification. It is reported that the device could not cross the lesion. The lesion was pre dilated with balloon devices. The device was removed from packaging per IFU, inspected and prepped before use without any issues noted. Resistance was noted during the device advancement but no excessive force was used. The physician believes that the event was procedural related; not device related. No patient injury reported. Evaluation summary: the device was returned to the manufacturing facility and through analysis of the returned device the stent damage was observed. The distal tip was flared. The distal shaft was kinked 15.1cm proximal to the balloon bond. The 17th distal stent segment was deformed with a number of struts raised. A number of struts on the 20th distal stent segment were deformed.

Manufacturer narrative:
Evaluation: results: excessively tortuous, 90% stenosis with severe calcification, stent deformation, stent; shaft. Evaluation: conclusion: stent deformation, excessively tortuous, 90% stenosis with severe calcification. (B)(4).